Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein a second perm scs system was implanted to address the ineffective stimulation. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4: patient weight added to the report.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation and numbness in their foot. Reprogramming was unable to restored effective stimulation. In turn, surgical intervention may take place at a later date to address the issue.